Event description:
Customer reports one incident in which the set spike "fell out" of the bag port exposing the nurse and pt to chemo. Reporter stated no pt or staff injury resulted and no medical intervention was required. Chemo was cleaned up with spill kit.